Event description:
On (B)(6) 2012, it was reported that the pt had insulin leaking from her insulin cartridge into the cartridge compartment of her infusion device while she was using it. She stated that one-third of the box of insulin cartridges leaked. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The insulin cartridges were requested to be returned for product evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.